Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the healthcare professional wanted to discuss program settings to resolve the issue. It was noted that the rv lead has a history of twos and has been reprogrammed in the past. The healthcare professional did stat that there is suspicion that there was a health issue going on with the patient, such as electrolyte status. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that approximately three years later the twos was again observed post-pace and was eliminated with lead reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.